Manufacturer narrative:
According to the facility, 'a foley catheter was placed into the patient's bladder and the foley advanced all the way to the hub with good urine return'. When the balloon was inflated with the 'normal amount of sterile water the balloon burst and the foley came out'. A second catheter was inserted due to the previous device dislodging. The sample is reported to be available but has not been returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, 'a foley catheter was placed into the patient's bladder and the foley advanced all the way to the hub with good urine return'. When the balloon was inflated with the 'normal amount of sterile water the balloon burst and the foley came out'.